Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue on the device logs. The batteries in use at the time of the reported issue were not available so the issue could not be duplicated. The technician observed that battery 2 was in "replace" state during the call. Stryker replaced one battery and advised the customer to replace the battery with a fully charged battery when necessary. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report their device spontaneously shut off. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.